Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device me specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient received inappropriate defibrillation therapy due to noise resulting in oversensing on the right ventricular (rv) lead. Additionally, high pacing impedance was observed on the rv lead. The rv lead was disconnected and tested with a pacing system analyzer and the event was not reproducible. Furthermore, the anomalies were unable to be reproduced after connecting the lead to the device and no additional intervention was performed. The suspected cause of the event was lead damage or a connection problem between the lead and device header. The patient was in stable condition.